Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy. According to the complainant, during the procedure the clip deployed onto the bleeding site, however the clip would not release from the delivery catheter. After approximately six minutes of manipulating the handle, the clip successfully released onto the target site. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure the clip deployed onto the bleeding site, however the clip would not release from the delivery catheter. After approximately six minutes of manipulating the handle, the clip successfully released onto the target site. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire and the over sheath had been cut a few inches from the end of the device. The reported event of clip difficult to release was not able to be confirmed. However, as evidenced by the kink in the control wire, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.